Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 450 mg/dl. Customer's wife stated that he had trouble spiking due to high blood glucose prior to hospitalization. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.